Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The user report noted the customer sought and received third-party medical treatment on two separate occasions, but only provided one date of contact. The other event will be documented under a separate submission. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. MDR was submitted with incorrect as FDA electronic submission system would not process mdrs with the correct at the time of the submission.

Event description:
Abbott diabetes care received a user report from (B)(6) ((B)(6) reference no: (B)(4)) which reported the following information: a customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 she/he noted developing ¿severe skin reactions¿ which subsequently became infected. It was also reported the skin developed ¿two permanent red marks¿. Customer noted having contact with a healthcare provider and was prescribed an unspecified antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.